Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient came into clinic today for a regular scheduled check. The patient has had noise reversion events with 2 second pauses on the pulse generator . The patient reports feeling pre-syncopal at times. The device was reprogrammed and the patient felt fine.